Manufacturer narrative:
Per customer, qc had been in control the day of the event. The customer stated that problems started when a clot was aspirated by a sample probe. Based on available info, an operator cleared the clot by flushing out the sample probe. A field service engineer (fse) was dispatched to the customer's lab: the fse inspected the instrument and found evidence of debris in the sample probe. The fse also found two (2) o-rings on the sample probe. The fse believes the operator may have taken the probe off and then mistakenly placed an extra o-ring. The fse flushed the probe out and removed the extra o-ring. The fse replaced tubing between transducer and the probe due to being crimped. The fse changed the syringe tips. The cartridge chemistries run on this system include: lipids, basic and comprehensive metabolic panels. Due to the potential of this event to recur unknowingly, any cartridge chemistry may be affected. If a pivotal assay would be tested there is a possibility that treatment decisions may be affected. Mishandling of the sample probe by the customer may have contributed to this event. However, a clear root cause has not been determined in this event. A malfunction will be assumed for the purpose of this report.

Event description:
A customer contacted beckman coulter regarding low results for cholesterol (chol) and creatinine (crea) generated by the unicel dxc 600i synchron access clinical system. The customer indicated that they noted a problem because calculated lipid results were out of range. The customer provided an example where initial chol result was 130 mg/dl and 210 mg/dl upon repeat. The customer indicated that urine crea qc had shifted low as well; however, no specific examples were provided. The customer did not provide any other sample results. Based on available info, the results generated in this event were reported out of the lab. It is unk if any treatment was initiated or withheld as a result of this event.